Event description:
It was reported that during pre-discharge check the lead impedance measured high. The device was removed and replaced.

Manufacturer narrative:
The lead impedance measurement anomaly was confirmed in the laboratory. Automated electrical testing was performed and detected abnormal impedances. The cause was due to an anomalous component within the hybrid subassembly. Due to damage imposed on the device's electronics during disassembly, further analysis could not be performed.

Manufacturer narrative:
No medwatch form was received.